Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing low and high blood glucose levels. The customer stated that his blood glucose had been as low as 32 mg/dl and as high as 350 mg/dl. The customer's doctor had wanted the customer to use the sensor, but the customer was unable to at the time. The customer wanted to try using his old sensors. The customer declined troubleshooting because he did not believe there was an issue with the insulin pump. The customer ran the self test successfully. The insulin pump also passed the displacement test. Advised that the insulin pump was fine. Advised to call back if any issues persisted in order to troubleshoot. Nothing further reported.